Manufacturer narrative:
Product analysis: the ventricular output connector was confirmed to be broken, and the connector's nut was missing. A case screw was found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked ventricular connector port and broken locking ring. The epg was returned for service. There was no patient involvement.